Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine (concentration unknown) at 0.1437 mg/day via an implanted pump for non-malignant pain. It was reported "the pump was flat and now the top part had pooched up three inches" and the skin was getting very thin on the top of it. The patient was concerned that the pump would break the skin. The patient spoke to her physician, but he said nothing needed to be done. It was noted this started within the last 4-5 months. It was also reported the patient had lost some weight and gained it back, but the pump was still an issue. Physician listings were offered in case she wanted to get a second opinion.